Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during pre-implant preparations, the field representative was attempting to set this subcutaneous implantable cardioverter defibrillator (s-ICD) up, however, a message was observed on the programmer screen that the initial device check was unsatisfactory. A request was made to have data from this device analyzed. Data analysis confirmed the voltage was too low for implant. Additionally, engineering analysis of device memory noted the presence of extensive magnet applications prior to the setup attempt. Engineers suspected that the voltage was likely reduced by the magnet applications, and discussed that the voltage should recover within a few days, however, was unable to confirm at the time if it had shown signs of recovery. Technical services (ts) discussed checking the device again in a few days. This device was not used for implant. Additional information was received that the device was checked two days later, and no further messages were observed and the voltage was recovering. There was no patient involvement. The device has not yet been used for implant.